Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing the colonovideoscope had a positive micro test for the third time this year. There was no patient involvement reported.